Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-72792. It was reported that device and right atrial (ra) lead were externalized due to pocket erosion. The device and ra lead were explanted to resolve the event and the patient was in stable condition.